Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse reported that the customer had replaced the mc vacuum valve. The fse checked the vacuum, operation and performed all alignments. The fse cleaned all wash collars and probes and the leak issue was resolved. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the modular chemistry (mc) probe / collar wash on the unicel dxc 800 synchron system was dripping. The customer had replaced the probe and the collar wash prior to the leaking event. The leak was contained on the instrument and did not get on the customer. Medical attention was not sought. No effect to patient or operator was reported in connection with this event.